Event description:
The customer reported that they could not pace in the demand mode.

Manufacturer narrative:
(B)(4): the customer reported that they could not pace in the demand mode. There was no report of patient impact or involvement. Philips evaluated the device and replaced the therapy pca to resolve the issue.